Manufacturer narrative:
The device has been received. Testing and investigation has not yet been completed.

Event description:
The event involved a customer report of a pump that is burned in the rear and in the upper part of the alarm volume control. There was patient involvement but no reports of adverse events or delay in critical therapy. No additional information provided.

Manufacturer narrative:
Testing and investigation confirmed the reported event. Visual inspection showed external burns to the cover antenna, cover peripheral, volume knob and cover I/o. The alternating current (a/c) power cord was not found to be broken or melted and was found in normal conditions. The device was disassembled and an internal inspection was performed. There were no traces of burns due to fire or smoke found internally. All internal components such as printed wiring assemblies (pwa) power supply, central processing unit (cpu), display, peripheral, mechanism, wires, battery and buzzer were visually inspected but none were found to have physical damage by traces of fluid, electric shock, spark or smoke. All internal electronic components were found in normal physical conditions. The device was assembled and connected to a/c current without generating electric shocks, sparks, fire or smoke. Analysis of all electronic parts or components that may have generated a short circuit showed no issue and all parts were found in good condition. During electrical safety testing with the electrical analyzer, all grounding and electrical tests were found in the ranges specified by the technical service manual. The device was then found to pass all performance verification testing (pvt) without issue. No probable causes were found that indicate that the device generated fire. The confirmed burns found on the external front and rear casing were not generated by an internal failure of the device.